Event description:
It was reported that post rx acculink stent implantation in the left internal carotid artery, the patient experienced left sided weakness which was resolving without treatment and a headache which resolved with tylenol. On (B)(6) 2012, the patient was discharged to a rehabilitation facility. On (B)(6) 2012, the patient was rehospitalized with a stroke. The patient was taken to the catheterization lab where a dissection proximal to the rx acculink stent was noted. An unspecified stent was implanted as treatment. There was no adverse sequela. The symptoms continue, but are improving. Post-procedure, the patient was transferred back to the rehabilitation facility. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of neurological event, headache, cerebrovascular accident and dissection are known potential adverse events as listed in rx acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operational context of the procedure.